Manufacturer narrative:
The tech found the teeth inside the brake casters are worn from normal wear and tear. The issue was found during a between pt inspection of the bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the brakes will not hold. The bed was located in the hill-rom service center. There was no pt/user injury reported. (B)(4).